Event description:
MFR rec'd a report from a consumer who alleges that the lift chair continued to go forward after the pt attempted to stop it. This caused the consumer to allegedly "slip out" and fall to the ground. As a result of the incident, the consumer sustained fractured vertabrae.